Manufacturer narrative:
(B)(4).

Event description:
It was reported that the issue occurred during use on the patient. During sheath insertion, user realized the sheath shape has changed. Two new coil/bump on the sheath were observed. User changed to another new sheath. Indication for use: intra-aortic balloon therapy there was no patient death, serious injury or patient complications reported.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of sheath damaged is confirmed. The sheath body was noted with two areas of buckling near the sheath tip. The cause of the sheath buckling cannot be determined but a potential cause can be due to patient condition or physician handling. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the issue occurred during use on the patient. During sheath insertion, user realized the sheath shape has changed. Two new coil/bump on the sheath were observed. User changed to another new sheath. Indication for use: intra-aortic balloon therapy there was no patient death, serious injury or patient complications reported.